Event description:
It was reported that during a robotic bypass procedure, the white reload the first three staples did not form staples completely on patient side. There were no patient consequences. Case completed with like device.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that the device was returned in good visual condition and with four cartridge reloads present in their sterile package. Four cartridges were received unfired.the device was tested for functionality in the articulated position with the returned cartridge reloads (b,d) and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photograph was returned and it is believed that tissue bunching may have contributed to the complication.